Event description:
It was reported that the right ventricular lead had a loss of capture and a gradual increase in threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Additional findings of defib conductor distorted and blood/body fluid (not obstructed, inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, all insulators breached cut, outer insulation cosmetic depression and blood in/on helix mechanism. Partial lead in segments returned and analyzed.